Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pace impedance measurements of greater than 3000 ohms during the implant procedure. Trouble-shooting was performed. Additional information including resolution was requested but none was provided. There were no adverse patient effects reported.